Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: unit received with the lock having rotational and lateral movement and a residue buildup was present. The unit had new components added to replace worn internal parts along with general maintenance and cleaning performed. Root cause: the reported complaint was confirmed. Unit received with the lock having rotational and lateral movement and required preventive maintenance and replacement of worn parts as a result of normal wear and tear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2001). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield modified skull clamp (a1059) does not tighten enough, it is too wiggly and loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.